Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right atrial lead exhibited high impedance measurements and noise which caused inappropriate mode switch episodes. The patient did not experience any symptoms and would continue to be monitored.